Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13288. The pt has two leads from two different lot numbers, reporting on both leads. It was reported the pt was no longer receiving effective stimulation to cover her pain area. The pt has a brain tumor and is considering having her scs system explanted in order to have an MRI. Follow-up pending.